Manufacturer narrative:
Corrected information were provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the catalog and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Based on the clinical details provided, the cause of the positioning issue was determined to most likely be an unintended use issue in relation to patient movement. Since insufficient clinical details were provided and no product/logs were available for investigation, the cause of the hemolysis could not be determined. Since insufficient clinical details were provided, the cause of the access site adverse event could not be determined.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery and 14fr introducer sheath to support the 84 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was additionally supported by an impella rp flex for the bipella support. Prior to the support the patient was supported by inotropes, vasopressors, and a vent for respiratory support. Other history was not shared, beyond the prior CPR being given for the patient due to a cardiac arrest. The support was ongoing when there was a harm at the access site, the bleed required the team to medicate the patient, hold manually, apply suture, and surgiseal, as well as reapply new dressing to the site. Hemostasis was achieved. Signs of hemolysis prompted blood products to be given due to a drop in the hemoglobin down to 8g/dl. The urine was also discolored, which was indicative of hemolysis. On day 2 of the support the team observed a "in aorta" positional alarm when the patient coughed on the vent and the pump came out of position. As such, the team explanted the cp pump. The rp flex had been explanted the day prior. There was no other support initiated after the cp was explanted and the patient survived. Positional alarms are part of everyday practice, and can occur with coughing and movement. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
This is one of two reports this report is for the pump and report number 1220648-2026-05925 if for the introducer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery and 14fr introducer sheath to support the 84 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was additionally supported by an impella rp flex for the bipella support. Prior to the support the patient was supported by inotropes, vasopressors, and a vent for respiratory support. Other history was not shared, beyond the prior CPR being given for the patient due to a cardiac arrest. The support was ongoing when there was a harm at the access site, the bleed required the team to medicate the patient, hold manually, apply suture, and surgiseal, as well as reapply new dressing to the site of the 14fr introducer. Hemostasis was achieved and the 14fr was peeled away. Signs of hemolysis prompted blood products to be given due to a drop in the hemoglobin down to 8 g/dl. The urine was also discolored, which was indicative of hemolysis. On day 2 of the support the team observed a "in aorta" positional alarm when the patient coughed on the vent and the pump came out of position. As such, the team explanted the cp pump. The rp flex had been explanted the day prior. There was no other support initiated after the cp was explanted and the patient survived. Positional alarms are part of everyday practice, and can occur with coughing and movement. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
The clinical narrative was updated; therefore, b5 was updated. H10/h11 correction this is one of three reports. The third report is for impella rp pump related report number was added.